Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a damaged grommet and a loose/detached set screw.(B)(4).

Event description:
It was reported that approximately 36 hours post implant the rv lead dislodged and had unstable thresholds and non-capture. The rv lead was repositioned and remains in use. It was further reported that when the rv lead pin was connected to the device, the rv set screw was unable to be tightened. Additionally, the rubber grommet appeared to be damaged. The device was explanted and replaced. No patient complications have been reported as a result of this event.